Event description:
This medwatch report was initiated upon the receipt and review of the device evaluation and investigation report, at which time it was determined that the reported malfunction is a reportable event. The complainant has reported that a female patient (age unknown) was schedule to have a therapeutic placement of an esophageal stent. As the clinician was removing the device from the package, it was noted that the stent appeared damaged. There were several holes noted in the covering of the stent. The device was not utilized for the patient. The patient did not sustain any reported complications or ill effect as a result of this issue. There is no further information available at this time.

Manufacturer narrative:
Section b/d- b6, b7, d11-unknown/no information available from user facility. Section f- f10. Patient codes 2199- consequences or impact to pt, none / not labeled. Device codes 1628- holes, rips, tears in device, device material / not labeled. Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. Any information not included in this section or any other section was na at the time of submission of this medwatch report to the FDA. The stent was fully crocheted on to the returned device. Visual examination of the stent cover found that there were small holes where the cover appears to have flaked along its entire length. A review of the manufacturing record for this batch shows that the device met its material, assembly and product specifications at the time of release to distribution. No other complaints have been reported to date for this batch. The product analysis confirmed that small holes were noted along the entire length of the stent cover. The stent cover was flaked in appearance. The exact cause of this occurrence is unknown and this is an atypical failure for this product. One possibility is if the device was not stored in a controlled room temperature environment as indicated in the directions for use. Tw: 83048 / a00018013 - date filed 13 june 2006.